Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the device fails opcheck when press the charge button the device drains the battery and shuts off. No pt impact.